Manufacturer narrative:
Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation on july 07, 2023 that an axios stent and electrocautery-enhanced delivery system was to be placed transgastric during an eus-directed transgastric ercp (edge) procedure performed on july 06, 2023. During the procedure, the cautery was unable to work completely. The procedure was completed with another axios stent without any changes to the cautery settings, cable, or grounding pad. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was used during an eus-directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be used during an edge procedure.